Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and there was no failure detected related to the complaint. Performed a pairing test with a nordic bluetooth device and passed. Performed a voltage test and passed. The receiver log was downloaded and, upon review, confirmed the reported event of inaccuracies. A root cause could not be determined.

Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(4)2017 that on (B)(6)2017, there was an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter. The sensor was inserted into the abdomen on (B)(6)2017. No additional event or patient information is available. The transmitter was returned for evaluation. An external visual inspection was performed and passed. A global transmitter functional test was performed and the transmitter passed. A pairing test with (B)(6) device was performed and the transmitter passed. A voltage test was performed and the transmitter passed. Data was received for evaluation, data review confirmed the reported event of inaccurate cgm values. A root cause could not be determined via data.